Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they were getting settings not available [59] cannot provide your desired intensity settings message when increasing their intensity settings. The patient said they could decrease their stimulation, but they were unable to increase their stimulation. The agent advised that the patient try different groups. The patient saw changing group [25] screen. The patient mentioned that they have had 2 mris and asked if that would affect their implant. The patient was redirected to their healthcare provider to further address the issue. The agent emailed field reps for visibility. When asked for the event date, the patient stated about a month. No symptoms were reported.